Manufacturer narrative:
All buttons function properly; however, moisture damage was found on the keypad traces. No sticky buttons were noted. The following physical damage was also found: minor scratches on the display window, cracked casing at the display window corners, a broken reservoir tube lip, cracked casing near the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump had cracks on it and that one of her buttons sometimes sticks. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer mentioned that she works with animals and that her pump has been dropped a few times. She confirmed that the damage was on the left corner of the lcd on the pump case, and on the upper right of the lcd screen on the case. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.